Event description:
The companion 2 driver was not supporting a pt. The customer reported that the companion 2 driver, in use as a backup driver, exhibited an "emergency battery" alarm when it was powered on. The driver could run on emergency battery power, but the icon was not indicated on the display. This alleged failure mode poses a low risk to a pt because the driver was not supporting a pt at the time the issue was observed. In addition, the reported issue would not prevent the companion 2 driver from performing its life-sustaining functions, and redundant system performance was not affected.

Manufacturer narrative:
Syncardia requested that the companion 2 driver be returned for eval. The results of the investigation will be provided in a supplemental MDR.